Event description:
Clinical study. It was reported that 152 days post index procedure, the patient experienced a target vessel intervention (tvr). The index procedure treated the mid/distal circumflex for in-stent restenosis. Target lesion characteristics were not provided. A 2.5 x 16 mm taxus express2 stent was placed. The patient was discharged 1 day later on aspirin and plavix. On day 149, the patient presented to a local hospital with recurrent chest pain. Angiography revealed 90% proximal circumflex stenosis as well as 70% ostial stenosis in the ramus. The patient was referred for intervention. The patient was admitted and underwent intervention to both the circumflex and the ramus 3 days later. The proximal circumflex received a 3 x 23 mm cypher stent, with excellent angiographic results. The ramus was treated with kissing balloon angioplasty, with excellent angiographic results as well. The patient tolerated the procedure well. Of note, the patient was taking aspirin and plavix at the time of the event. The patient was discharged one day later on aspirin, plavix and coumadin.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.